Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that eh cause of the ins not working was the wrong setting and that the actions/interventions taken to resolve the issue was to change the settings. It was also reported that the cause of the painful stimulation was not determined.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller stated the ins was not working for them. They stated they were going to the bathroom up to 6 times a night and they could not sleep. Caller reported they had tried increasing the stimulation, but every time they did it was painful, so they had to decrease it. Caller stated they were on program 4 at 2.1v and stimulation was on. The patient was redirected to their healthcare provider to discuss therapy. No further complications were reported or anticipated.